Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a (B)(6) female patient (gravida 10, para 4) who had essure (batch no. 628048) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 1998; (B)(6) 2001; (B)(6) 2009; (B)(6) 2011). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methylergometrine maleate (methergine) and surgery (d and c). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced two previous pregnancy episode with essure in (B)(6) 2010 and in (B)(6) 2010 which are captured under (B)(4) and (B)(4) respectively. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.